Event description:
Endotracheal tube failed at cuff. Tube would not stay inflated. Pt in cardiac arrest (ventricular fibrillation) and vomiting. Put tube in, cuff would not inflate, removed and re-intubated with same tube and cuff failed. Had not checked tube prior to insertion. Re-intubated with different tube. Pt expired.